Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor board pca. The processor board pca was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.